Manufacturer narrative:
Concomitant products: product ID 3037, serial # unknown, product type programmer, patient; product ID 3093-28, lot # v955729, implanted:(B)(6) 2012, product type lead. (B)(4).

Event description:
It was reported that the patient had an infection 2 weeks ago. The patient stated that they ¿didn¿t know how much she needed¿ their implantable neurostimulator (ins) until they had an infection. The patient lost their programmer unit and doesn¿t remember the last time they used it. A replacement unit was then ordered for the patient and that they will ¿device program¿ when they get the unit. Follow-up is being conducted for clarification. There were no further interventions or outcome reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.